Event description:
It was reported that 6 months following small bowel repair due to the reservoir migrating and invaginating into the small bowel (refer to MFR report #2183959-2013-00725) the patient presented with purulent discharge for the suprapubic incision. Exploration revealed that the reservoir had completely entered the right colon. The patient had a colostomy placement and the prosthesis removed.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Literature article: levine la and hoch mp. Review of penile prosthesis reservoir: complications and presentation of a modified reservoir placement technique. J sex med 2012;9:2759-2769. The manufacturer of the inflatable penile prosthesis was not provided.